Event description:
Customer reported confirmation testing on a b negative donor unit resulted as b positive on the echo. Customer observed slight speckling in the anti-d well.

Manufacturer narrative:
Review of image shows what appears to be a fibrin clot in the anti-d well.per the echo operator manual, samples containing clots must not be used on the instrument.